Event description:
A field salesman reported the breakage of a long gamma nail. The reporter stated that the nail was explanted and further info will follow. No add'l info has been provided to date. No adverse consequence to the pt or surgical delay have been reported.

Manufacturer narrative:
Additional information: an evaluation of this event cannot be performed because the device was not returned for evaluation.